Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 instrument staples malformed with reload. The staple was not made into a "b" shape and was deformed. Another instrument was used to complete the case. There was no consequence to the pt.